Event description:
It was reported, the camera head image did not display. The customer suspected the issue was due to a camera cord malfunction. There were no reports of patient harm.

Manufacturer narrative:
The device was returned, and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the camera head image did not display. The customer suspected the issue was due to a camera cord malfunction. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on device evaluation and legal manufacturer's final investigation. Updated fields: d8, h2, h3, h4, h6, h8, h10. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. Other evaluation findings include the following: flooded from near rating plate area and contact point corrosion. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation, no nonconformances were found. A definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. To mitigate risk/harm to the patient and damage to the device, the instructions for use provides the following: ¿ if an abnormal endoscopic image or function occurs and returns to normal spontaneously, the product may have already malfunctioned. If you continue to use the device as it is, the abnormality may occur again and the device may not return to normal. In this case, discontinue use immediately and slowly pull the endoscope out from the patient. Continued use of such a product may injure the patient, cause bleeding or perforation. ¿do not strike or drop the product. Water leakage may damage the product's internal circuitry. Olympus will continue to monitor the field performance of this device.